Manufacturer narrative:
Concomitant: product ID 37702, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 3778-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The device diagnosis was reported as lead fracture. The clinical diagnosis was inadequate pain control from baseline. The clinical diagnosis was noted as inadequate pain control with intense hand pain. The outcome was reported as resolved without sequelae. Interventions included explanting and replacing the entire system. The patient reported increased pain so diagnostic imaging was performed and showed lead migration and lead fracture. The etiology was noted as related to the device or therapy for the lead fracture and migration. The etiology was noted as unlikely related to the implant procedure for the lead migration. The etiology was noted as not related to the lead fracture. The etiology was noted as pertaining to the leads which were connected to the implantable neurostimulator (ins). There was a lead fracture due to unknown cause. Relevant medical history included: peripheral neuropathy.